Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient was instructed to adjust the rate. Afterwards, the patient reported a decrease in headaches. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) about a patient implanted with a neurostimulator (ins) for spinal pain. It was reported that when the patient turned their ins on it would take 30-40 minutes to turn on and it felt like an annoying headache. It was reported it took time for the headaches to go away once the stimulation was turned off. The headaches started occurring about three to four weeks ago, in (B)(6) 2017. It was reviewed that troubleshooting was done with different rates to see how they affected the headaches. It was also reported that they were testing impedances today ((B)(6) 2017) and found high impedances. The following impedances and ins parameters were recorded: a1 768ohms -+ 5 and 6 amp 1.4v-1.5v pw:360us rate 2hz a2 607ohms 13+ 14- 15+ 1.4v pw:450us rate 2hz impedances run at 0.7 v ref 0 8 >10000ohms (1200-1300 for other values) ref 8 all greater than 10000ohms ref 5 721 - 1265ohms 8 >10000ohms ref 6 721 - 1226ohms 8 >10000ohms ref 13 808 - 1315ohms 8 >10000ohms ref 14 755 - 1265ohms 8 >10000ohms ref 15 782 - 1293ohms 8 >10000ohms it was noted that impedances had been normal at the time of implant in december, 2016. It was reported that the rep would give the patient several different options and then they would reevaluate the symptoms after they tried those options.